Event description:
A territory manager assisting a (B)(6) male pt contacted zoll customer support to report that the pt rec'd a treatment. The pt's flag files showed an inappropriate treatment in which ECG signal artifact contributed to the false detection. The pt was conscious during the event, but did not use the response buttons to delay the treatment. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt inappropriately treated) has been confirmed. Upon eval, the electrode belt had a node startup failure. The distribution node pca had a shorted u713 component (a mixed signal microcontroller), which controls the gel fire circuitry, electrode falloff, and all belt function. This may have caused excessive noise on the belt. The pt failed to press the response buttons immediately prior to treatment. The root cause for the shorted component cannot be positively determined, but is likely the result of a random component failure. The monitor was also evaluated, and was found to be fully functional. No adverse event resulted from the electrical short. The pt rec'd a replacement electrode belt.